Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During investigation, it was discovered there was an internal defect of the vibrator motor. No adverse event reported. Product has already been returned.